Event description:
N/a.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. Failure analysis: the shock cushion has moved and is impeding the lock. The received unit had the shock cushion replaced due to wear. The 6in transitional was replaced. The finishing cap, roll pin and adjustment wrench are worn. Root cause analysis: the reported complaint was confirmed from the evaluation. The shock cushion has moved and is impeding the lock. Evaluation showed that the shock cushion, 6in transitional, finishing cap, roll pin and adjustment wrench are worn. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield ultra base unit (a2101) would not secure the transition arm appropriately. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.